Manufacturer narrative:
The device passed displacement test and self test. Insulin pump error 53 was present in the pump trace download due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm twice as well as screen went blank. Customer¿s blood glucose level was 175 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump will be returned for analysis.